Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The difficulties reported were the result of failing to unlock the deployment lock to fully deploy the stent and failing to confirm under fluoroscopy that the stent had been fully deployed prior to removal of the delivery system. It should be noted that the supera instruction for use, states: while maintaining increased magnification, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. In this case, the difficulties reported were the result of failing to unlock the deployment lock to fully deploy the stent and failing to confirm under fluoroscopy that the stent had been fully deployed prior to removal of the delivery system. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were likely use related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the common femoral artery. A 5.5x150mm supera peripheral stent system was prepared and advanced through a 6f sheath following pre-dilatation with an unspecified balloon for three minutes. The stent was fully deployed, but could not be visualized after with imaging. The sheath was removed and the stent was found inside. The physician thinks that he opened the second deployment lock at the wrong time; therefore, the stent was not detached from the deployment system. The delivery system was removed under fluoroscopy. The stent was found in the sheath outside of the patient. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.